Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Blood glucose reading was 587 mg/dl. The customer treated for their high blood glucose with manual injection and blood glucose remained in the 400 to 500 mg/dl. The insulin pump will not be returned for analysis.